Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty capacitor on the system board.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt (age and gender unk) the device failed to power on. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.